Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
Failure of the +ve battery terminal pogo pin under load. There was no patient involved in this event.

Event description:
Failure of the +ve battery terminal pogo pin under load. There was no patient involved in this event.

Manufacturer narrative:
The device history records for the sam 300p device was reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The sam 300p passed ¿out qat from heartsine technologies on the 14th may 2009. The initial installed pad-pak performed as expected for approximately 2 months before issuing a low battery warning on (B)(6) 2010. The subsequent low battery fails were likely due to the voltage fluctuation across the battery terminal pogo pins dropping enough to cause the device to give the low battery fails. This fluctuation could not be replicated when the +ve pogo pin was replaced. The device successfully passed final unit test, (B)(4), on the 14th may 2009. Therefore, this report concludes that the component failed after despatch from heartsine. The returned sam 300p is now outside of its warranty period and will be scrapped.

Event description:
Failure of the +ve battery terminal pogo pin under load. There was no patient involved in this event.

Manufacturer narrative:
Initial awareness date (1st october 2018) on the 30 day report was incorrect and should have been 21st january 2018.